Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the processor intermittently works and there was no image with 180 scopes. The dvi port was verified to be damaged. In addition, the cavity required vacuuming and cleaning due to dust. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center works intermittently. The issue was found during inspection. Inspection and testing of the returned device found processor intermittently works and no image when using 180 scopes. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a defective valve. Olympus will continue to monitor field performance for this device.